Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted on (B)(6) 2022. The valve had continuous cerebrospinal fluid over-drainage even after changing several pressure settings of valve. The valve failure was identified due to pressure was not changing and stuck at 30. The patient experienced signs and symptoms of over drainage issue, giddiness, unable to walk and movement disorders after one week of implantation. The valve was removed and replaced on (B)(6) 2022. The patient condition was fine.

Event description:
N/a

Manufacturer narrative:
The hakim valve (ID 823148) was returned for evaluation. Device history record (DHR) - the product code 82-3148 with lot 6071766, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 50mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no functional issues were noted with the valve. Clarification received - event happened a week after implantation (implantation date (B)(6) 2021)